Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes using two different blood glucose monitors: 27 mg/dl and 153 mg/dl. The first result of 27 mg/dl was obtained with the patient's accu-chek performa ii meter, while the second result of 153 mg/dl was obtained with another accu-chek performa ii meter owned by the pharmacy.